Event description:
It was reported that prior to the implant procedure, the device could not be communicated with through wireless telemetry. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device indicated an electrical discontinuity/open integrated circuit. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.